Manufacturer narrative:
(B)(4).

Event description:
A consumer reported an elective replacement indicator (eri) was displayed. No major changes were made, but the patient used the implantable neurostimulator (ins) battery much faster than expected. The ins was implanted in (B)(6) 2013 and the first eri message was displayed on (B)(6) 2016. The patient's health care provider (hcp) sent them an email saying the ins should have 30-60 days until the ins reaches end of service. The hcp referred the patient them to a surgeon for an ins replacement with a rechargeable ins. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.